Event description:
A healthcare facility in (B)(6) reported an out of box failure with an mr850 respiratory humidifier during a pre use check. It was reported that the humidifier was not switching between hc modes and the heater led was faulty. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for servicing at our regional office in (B)(4). Method: the mr850 respiratory humidifier was performance tested. Results: the unit passed all performance and safety tests and no fault was noticed during the check. The reported fault could not be replicated. A lot check revealed no other complaints of this nature for this lot number. Conclusion: no fault was found with the mr850 respiratory humidifier during the performance check.